Manufacturer narrative:
The user reported that alarm was not functioning. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the abbott diabetes care (adc) alarm was not functioning and during troubleshooting it was determined that customer's phone redmi note 9 android os version 12 was not compatible with freestyle librelink application version 2.11.2.11107. As a result, the customer experienced symptoms loss of consciousness and was unable to self-treat. The customer received oral glucose as treatment from a healthcare professional (hcp). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the abbott diabetes care (adc) alarm was not functioning and during troubleshooting it was determined that customer's phone redmi note 9 android os version 12 was not compatible with freestyle librelink application version 2.11.2.11107. As a result, the customer experienced symptoms loss of consciousness and was unable to self-treat. The customer received oral glucose as treatment from a healthcare professional (hcp). There was no report of death or permanent injury associated with this event.